Event description:
Excision and biopsy lt breast mass. Procedure was 1 hr 30 min. Pt was in supine position. More than 24 hrs after surgery 3 lesions on the back, right shoulder area were noticed. There was no difficulty in cutting or coagulating and no request for increase in power during surgery. The ground pad was inspected prior to placement on the pt. There were no alarms after placement of the ground pad to the right thigh area.